Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, (sn: (B)(6)) sigphandle, sig power sigphandle handle, (sn: (B)(6)) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparotomy partial appendectomy, when replacing the cartridge after firing, while the center control button was long pressed to return the articulation, the adapter and handle were detached by mistake while the tortuosity was being returned. When the device was reinstalled afterwards, the center control button failed to function. The articulation failed to return, and the cartridge could not be removed. Restart was attempted, but the situation did not improve and the cartridge was removed forcibly. Afterwards, when the adapter was connected, an adapter error message with yellow adapter status indicator and exclamation mark was displayed. A manual stapler was used instead. There was no patient injury.